Manufacturer narrative:
Evaluation summary: the product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a pt was unhappy with the outcome and experienced a refractive surprise. The lens was exchanged for another iol. Add'l info has been requested.